Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 19.9 mmol/l. The customer stated they treated their blood glucose with a corrective bolus, but their blood glucose was 10.9 mmol/l. Troubleshooting found insulin did not exit during a fixed prime. It was also found an air bubble was present. The customer also reported no alarms were present when insulin did not exit. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.